Event description:
It was reported that the patient experienced a burning and a shocking and jolting sensation when stimulation was on and off. The patient also experienced these sensations at the lead/extension connection when the system was on. Additionally, it was reported that the patient had fallen. The patient was able to avoid the burning and shocking if she was not moving. The possibility of a surgical revision was discussed. An impedance check revealed the following: combinations using electrodes 4 and 6 were >10000 ohms, combinations with electrodes 5 and 7 were >150 ohms. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).